Event description:
Customer reported that the insulin pump alarmed during prime. Blood glucose value was 147 mg/dl. Current value is 585 mg/dl; treated with the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.